Event description:
The service report shows that while the nellcor puritan bennett customer support engineer was performing routing preventive maintenance on the ventilator, the customer reported that the ventilator alarm volume was too low. The nellcor puritan bennett customer support engineer (npb cse) inspected the device and replaced the alarm assembly. The unit passed extended self-testing. It has not been verified that the alarm volume was too low, and the alarm may have actually been within range. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.

Manufacturer narrative:
Evaluation of the alarm assembly revealed that the piezo elements was off center, resulting in a low sound level output. The affected assembly is an older style assembly which has been obsoleted. A newer, more reliable alarm is currently installed during manufacture of new devices.